Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post - operative of tongue resection, dehiscence occurred due to thread loosening a few days after the procedure. Suturing was performed again to complete the case. Less than 200 cc of bleeding occurred as a result of the issue.